Event description:
I have an internal defibrillator. In 2007, I was shocked at 4:00 am. I received at least 93 shocks over the next 3 hrs. I was told a wire on my device had fractured. I recently found out the recall of approx one and a half months later re: the sprint fidelis wire was the wire in my device. Model #694965id. This was a life threatening event. After reviewing the FDA article and also talking to a medtronic representative, I feel it's important to report this. The above device and wire has been replaced, although I still have much concern regarding the safety of my present ICD. Surgery was necessary to replace device and wire on one day after the original date. I'm only speculating on the date the device was returned to the MFR. The medtronic rep returned the device to medtronic for eval after my surgery.